Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
Report received that the device did not audibly alarm before powering off. Reportedly, "in june", the device was infusing an unspecified "study drug" at an unspecified rate when it powered off without an audible alarm. No specific details of the event were provided. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.